Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: chest pain and they have no cleavage line.

Event description:
Patient reported right side "chest pain and they have no cleavage line." Healthcare professional later reported right side pain and fullness across the top of her chest creating a ¿uni-breast appearance¿ or ¿dumbbell appearance between breasts. The device has been explanted.